Event description:
It was reported that this pacemaker device was surgically explanted due to an expected premature battery depletion (pbd). A different device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device was surgically explanted due to an expected premature battery depletion (pbd). A different device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. It was indicated that this device would be returned for analysis; however, the product was not received. Multiple attempts were made to obtain information regarding the return. Unfortunately we were unable to ascertain the most current location of this product, it was reported that this pacemaker device was surgically explanted due to an expected premature battery depletion (pbd). A different device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. It was indicated that this device would be returned for analysis; however, the product was not received. Multiple attempts were made to obtain information regarding the return. Unfortunately, we were unable to ascertain the most current location of this product. The boston scientific representative has confirmed the device was returned and is being held in customs. The device has been returned, and product analysis complete.